Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found damaged sheath tubing. He trimmed the tubing and reattached to the fitting and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue fluid leak of less than 1 ml from a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.